Manufacturer narrative:
Event date is estimated. Exact surgery date is unknown. The system was explanted in 2015. The results/ method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported patient had loss of therapy as the ipg was not providing stimulation for which it was implanted. Trouble shooting was unable to provide stimulation. As a result patient underwent surgical intervention wherein the full scs system was explanted in 2015 and the exact date is unknown.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.